Event description:
The user facility reported their unit was leaking water from the lid. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and saw no evidence of water on the facility's tiled floor. The technician was told by a facility employee that there was water on the floor, however the amount of water was not known. The technician initiated a diagnostic cycle which completed successfully without any leak. The technician then removed check valves 2 and 3 and observed the check valves contained swollen o-rings. The swollen o-rings created an air pressure condition inside the chamber causing liquid to push past the seal created between the top of the system 1e tray and lid seal. The technician replaced check valves 2 and 3, ran a diagnostic and processing cycle and found the unit operational. The unit was installed in july 2012 and is currently under a steris service contract. The last preventive maintenance was performed on (B)(4) 2013 at which time the unit was confirmed to be operating to specification.